Event description:
It was reported that during a laparoscopic cholecystectomy the clip that is fired has the wrong shape. (The proximal part that is not closed tight enough to ligate duct). The event extended or time around 15 minutes, however, there was no patient consequence.